Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that the patient had a septic infection, which is now resolved. It was unknown when the issue occurred, it was noted ¿(B)(6)¿ of 2018. There were no further complications reported/anticipated.